Manufacturer narrative:
Our quality engineer inspected the samples for evaluation. Your report that the needle snags on the catheter and causes the catheter to kink could not be confirmed from the shielded needle and representative 22g insyte autoguard devices that were provided for investigation. A visual observation and functional test revealed no damage or defects on the returned samples. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No new information.

Event description:
One IV catheter was inserted into the patient's vein, the needle snags on the catheter. It then causes the catheter to kink and makes it unable to advance into the vein. Resulting in having to take out the IV and starting a new one.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.